Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not specify the root cause of the reported phenomenon. [Consideration] based on the following information, omsc presumed the cause as insufficient reprocessing at the user facility. According to investigation result of olympus india, foreign material was confirmed on the forceps elevator. IFU states flushing method around forceps elevator and feeding/rinsing method for detergent. According to the similar former case, the cause had been presumed, which reprocessing was insufficient at the user facility. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the distal end of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device and found the reported phenomenon. The subject device is currently undergoing evaluation at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional and corrected information. Olympus medical systems corp. (Omsc) got the updated information as follows; the subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and confirmed that the forceps elevator of the subject device had foreign object due to user handling (insufficient cleaning). Regarding the previous initial report of 8010047-2021-12254, omsc noticed that "date manufacturer received" was incorrect. The correct date is "september 1, 2021", not "august 31, 2021". "September 1, 2021" is the date when it was found there was the foreign object on the distal end of the subject device during the incoming inspection for repair at olympus (B)(4). If additional information becomes available, this report will be supplemented.